Event description:
Manufacturer received a report from an end user stating that he was driving his chair fast down a sidewalk in a construction zone. When he let go of the joystick, he alleges the chair veered off the sidewalk, resulting in a broken right shoulder. Dealer noticed that during normal use, the user was bumping the joystick with his little finger when he pulled his hand off the joystick. This caused the chair to veer. Dealer changed end user's hand position to eliminate bumping of the joystick.